Manufacturer narrative:
Investigation summary: a visual inspection revealed that there were no non conformities with the bisector. The device had some evidence of blood. A functional test was performed on the device with a reference generator and bipolar cord. The device passed the functional test, it generated steam and heat. Based upon this, the reported failure "failure to deliver energy" could not be confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the unit did not power up when they hooked up the cables. The device never touched the pt. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.